Event description:
The customer reported a battery failure during use on a patient.

Manufacturer narrative:
(B)(4). There was no reported adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.